Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. It was also reported that the physician stated recurrent reprogramming with adjustment made with the ipg that was not done in the past, the difficulty maintaining the programs stability and the number of years it was used were signs that malfunction was suspected with the device. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was taking longer to be charged. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was taking longer to be charged. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was taking longer to be charged. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.